Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 11/19/2015 with the following findings: investigation revealed that the display was dim and discolored. Evaluation also revealed a crack in the battery compartment. During testing, the keypad was intact, however, there was contamination found under all of the keypad button contacts. The pump was opened and there was evidence of moisture corrosion observed on the motor flex connector. Unrelated to these issues, investigation revealed that the contrast button was unresponsive. All of the other keypad buttons responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. Evaluation also revealed a crack in the battery compartment. Additionally, there was contamination found under all of the keypad button contacts and evidence of moisture corrosion inside the pump on the motor flex connector. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/19/2015.